Event description:
A malfunction was reported with a code of malf 0, but there were no adverse impacts on the customer's blood glucose level. The malfunction code was resettable, and technical support provided instructions to reset the pump, which successfully resolved the issue, preventing recurrence of the malfunction. The customer was able to continue using the pump and was advised to contact support again if the issue reappeared.